Manufacturer narrative:
A4 patient weight was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away. The cause of death was unknown. It was not provided whether or not the death was device or therapy related. The pump was not explanted and would not be returned.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The patient privacy laws of the managing hospital would not communicate patient outcome information. Based on a review of available patient¿s record, there were no device issues at the time of the patient's death.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. It was reported that the patient expired. Although the cause of death was reported as unknown, the patient¿s outcome was not considered to be device or therapy related. The device was not explanted for evaluation. The customer communicated that no additional information will be provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.